Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and confirmed the leak from the rbc aperture; the aperture seal was loose, causing a leak. The fse tightened the aperture seal and also replaced the aperture o-rings, resolving the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 5 ml from the red blood cell (rbc) bath on a coulter hmx hematology analyzer with autoloader during startup. The leak was contained within the instrument and no error messages were observed at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.